Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2014, this patient underwent treatment of a thoracic anastomotic aneurysm with a conformable gore® tag® thoracic endoprosthesis, tgu454520j/13122197(proximal) and zenith tx2 (distal). The patient tolerated the procedure. On an unknown date in 2017, follow up computed tomography (CT) revealed the tag® endoprosthesis migrated distally (distance unknown). Aneurysm enlargement of an unknown amount was reported. On (B)(6) 2017, an intervention was performed to treat the migration and the aneurysm enlargement. Two conformable gore® tag® thoracic endoprostheses were implanted on proximal side. No further information was obtained.